Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that occlusion occurred at the tubing site on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.